Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that he is receiving alarms and that the cable on his electrode belt is bare. The pt's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon evaluation, the connector on the trunk cable was found broken. The root cause for the broken connector cannot be positively determined but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.